Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump under-delivering medication is the expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device didn't deliver the medication. Pump said entire volume was given, but there was still about half of drug in bag. Staff unsure if pump alarmed for patient at home. Air detector and upstream sensor was off. Length of infusion was 144 hour. Pump was not used to prime the extension tubing. No patient injury. No additional information available.